Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of type 3b endoleak with sac growth. The most likely cause of the compromised stent graft integrity (3b endoleak) of the main body was the use of strata material in combination with significant calcification in the anterior blood lumen (cautionary product use condition). Notably, these findings were observed twelve months prior to the repair event. Additionally, there was evidence of an inferior mesenteric artery coiling that was not performed at the implant; this was reflective of unreported secondary events, most likely due to procedure related type 2 endoleak. The final patient disposition could not be ascertained due to lack of medical information surrounding the event. Reportedly the patient was in stable condition after the secondary repair procedure. To date there has been no reports of further negative patient sequelae a root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
On (B)(6) 2017, the physician elected to implant a non- emdologix stent to resolve this event. The patient was reported to be discharged on (B)(6) 2017 and there have been no additional patient sequelae reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent. On (B)(6) 2017 endologix was made aware of sac growth with a possible type 3b endoleak. The patient is reported as stable. The patient is currently being monitored and has a follow up appointment schedule in (B)(6) for further evaluation.